Event description:
The customer contacted physio-control to report that during a recent patient event where they used their truecpr coaching device the end users stated that the unit did not accurately indicate the depth of the compressions they were providing. The customer reported that the patient was a (B)(6). The event was witnessed by family members who began performing CPR. A police officer also arrived on scene to assist the family with CPR until the paramedics with the fire department arrived to continue patient care. Once the paramedics began providing care using the truecpr coaching device they observed that the device was not accurately indicating the depth of the compressions they were providing to the patient. They also observed that the chest pad placed on the patient's sternum kept sliding around as they performed CPR. At the end of the event, it was observed that a small amount (described as "minimal") of blood was in the endotracheal tube. The patient did not survive the event. After a review of the device data download, it was observed that although proper compression depth was being achieved, the device was indicating that the depth was too shallow which would prompt the user to push harder to achieve a deeper compression depth.

Manufacturer narrative:
(B)(4). Physio-control has investigated and verified the reported issue. Physio has determined that the cause of the reported issue is due to inaccurate depth measurement displayed by the device as a result of a combination of factors relating to user hand placement and patient anatomy. A physio-control clinical specialist examined the device download, as well as the circumstances of the event, and concluded that the device use did not likely contribute to the patient's outcome. The clinical specialist determined that the true compression depth measurement was within the compression depth measurement recommendations by (B)(6). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure.physio-control has performed additional clinical and engineering analysis of the reported compression depth feedback accuracy issue, and through the course of that investigation has determined that the device is operating within its product requirements and specifications. It was also determined that the current product design meets established user needs and achieves a coaching benefit to the user for delivery of cardiopulmonary resuscitation (CPR) therapy. Physio-control has investigated the reported issue of inaccurate depth measurement and has verified the issue. Physio has determined that the cause of the reported issue is the result of a combination of factors relating to user hand placement and patient anatomy.